Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted and (bs) pinnacle mesh was implanted. It was reported that in (B)(6) 2010 she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 along with concurrent pinnacle posterior pelvic floor repair kit and uphold vaginal support system (boston scientific) due to pelvic relaxation, cystocele, rectocele, urethral hypermobility, stress urinary incontinence, vaginal prolapse and sphincter incontinence. Following implantation the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence and dyspareunia. The patient experienced exposure and underwent revision of vaginal incision on (B)(6) 2004 and on (B)(6) 2011 she underwent revision of vaginal incision w/eradication of erosion, resection of mesh and repair of incidental cystotomy by implanting surgeon. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revisions on (B)(6) 2010 and a 3rd revision in (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginal mesh with distal posterior colporrhaphy; perineorrhaphy and cystourethroscopy on (B)(6) 2012 by (B)(6). Due to vaginal mesh complication with erosion of mesh into the vagina, vaginal foreign body and distal rectocele.

Event description:
Details: it was reported that the patient underwent excision of vaginal mesh with distal posterior colporrhaphy; perineorrhaphy and cystourethroscopy on (B)(6) 2012 by (B)(6). Due to vaginal mesh complication with erosion of mesh into the vagina, vaginal foreign body and distal rectocele.